Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: at the 5th firing, the clip would not close properly. The clip was removed, and it was found that the clip was formed like scissors. By removing the clip, a hole was made on cystic duct, and it took time to recover. According to surgeon, the hole might be created by tiny stones in the duct.